Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the battery voltage being low, troubleshooting could not be performed. The patient had recently undergone a transesophageal echo but no other sources of emi could be identified. On (B)(6) 2016 the device was explanted and replaced. No additional information was reported.